Event description:
The user facility reported during an impella cp device implant for mechanical circulatory support to a patient with cardiomyopathy, the catheter shaft kinked. The kink was found after the impella was inserted into the left ventricle. The position adjustment was unable to be properly performed and as the patient was planned for long-time management due to myocarditis, the physician decided to explant and replace the impella cp device. It was reported there were no health hazard as a result of this event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. The pump was not returned for investigation. As per the clinical information, the catheter was kinked due to excessive force. Therefore, the root cause of the positioning issue was most likely use related to excessive force.